Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis, regurgitation and device degeneration area potential risks associated with the use of the bioprosthetic heart valves. Valve degeneration may present as an increased gradient/velocity, decreased valve area and/or central regurgitation. This may result in symptoms such as sob and decreased exercise tolerance. Structural valve degeneration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the root cause for the valve degeneration 3 years and 7 months post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (terminal renal insufficiency with general tendency to atheromatosis) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), 3 years and 7 months post implant of a 23mm sapien 3 valve, via a transfemoral tavr procedure, the patient reported severe progression of dyspnea and worsening congestive heart failure symptoms. An echo showed re-stenosis of the valve with a peak gradient of 76 mmhg and a mean gradient of 45 mmhg. Mild-moderate insufficiency was also reported, likely caused by terminal renal insufficiency with general tendency to atheromatosis. The patient was medically managed; however, the event was ongoing. The patient was discharged to home. Approximately 4 months and 2 weeks later, the patient was re-hospitalized due to ¿circulatory dysregulation with hypotension and severe progression of dyspnea¿. A valve in valve procedure was performed approximately 5 months after the echo was performed. The CT performed post valve in valve showed ¿normal results¿.